Event description:
The customer reported use of out of date stock by one day actifuse (B)(4) refills. During two spinal infusions the following occurred: four packs of products with an expiration date of 27-sept-2010 were used on (B)(6)-2010. Additional information from baxter (B)(6) was received on (B)(6)-2010 indicating that there were no negative consequences to the patients.

Manufacturer narrative:
(B)(4): baxter medical assessment: if used long past the expiration date, the sterility of the package contents may be compromised, which could lead to infection with possible abscess formation. (B)(4). A follow-up report will be submitted upon completion of the investigation.